Event description:
It was reported that the 40mm/4mm anchoring pin broke during a total knee athroplasty. The broken pin was successfully retrieved and an alternate pin was used to complete the procedure without incident. No adverse consequence was reported.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that the 40mm/4mm anchoring pin broke during a total knee arthroplasty. The broken pin was successfully retrieved and an alternate pin was used to complete the procedure without incident. No adverse consequence was reported.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated.